Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that the upper case was scratched, and the keypad was contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off during patient use. The batteries were tested and seemed to be working without issue. The epg has been returned for service. No patient complications have been reported as a result of this event.